Event description:
Hosp reporting that intermittently, they are experiencing air being drawn into the system when utilizing the bonded manifold assembly packaged within their custom (convenience kit). There has been no pt injury or incident.